Manufacturer narrative:
The handpiece will not be returned to the MFR for eval based on this event. The repair of the device is being managed by the (B)(4). A f/u will be submitted if additional info is provided.

Event description:
It was reported that the device disassembled, which caused pieces to fall into the surgical field. Another unit was used to complete the case. All of the pieces were removed from the surgical field, and there were no adverse consequences reported as a result of this event. No additional treatment was administered due to this event.